Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-41559. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead and the right atrial lead exhibited noise and low pacing impedance. The leads were explanted and replaced. The patient was stable.

Event description:
New information received noted that the right ventricular lead and the right atrial lead exhibited noise oversensing.